Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2026 due to a bent cannula, which resulted in hyperglycemia with associated symptoms of fatigue, nausea, and urinary frequency/polyuria. The patient's blood glucose level peaked at 318 mg/dl at the time of the event., the patient was treated with exogenous insulin and intravenous fluids, saline etc. The patient was released from the hospital on (B)(6) 2026. No further information available.